Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is still embedded') and device breakage ('several attempts were made to remove the remainder of this coil') in a 31-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst (par tubal cyst rising in mesonephric duct) on (B)(6) 2016, acne in 2013, augmentation mammoplasty in 2011, kidney stones, allergic asthma, perineal pain and gastroesophageal reflux disease. Concomitant products included cyclobenzaprine since 2015, docusate sodium (stool softener), doxycycline (monodox) since 2013, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2011 to 2018, hydroxyzine hydrochloride (hidroxizina) since 2015, ibuprofen, isotretinoin (accutane), isotretinoin (claravis) since 2013, lidocaine (xylocaine), medroxyprogesterone acetate (depo provera) from 2010 to 2011, minocycline hydrochloride (solodyn) since 2013, omeprazole since 2015, propofol, ranitidine hydrochloride (zantac), valaciclovir (valacyclovir) from 2014 to 2015 and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pain"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("not able to remove all of essure on the right side"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with ethinylestradiol;norgestrel (norgestrel/ethinyl estradiol) and surgery (laparoscopic bilateral salpingectomy with removal of tubal cyst (B)(6) 2016). At the time of the report, the embedded device, device breakage, complication of device removal and pelvic pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, embedded device and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There was a part of one of the coils on the right side that was embedded in the cornua of the uterus and not able to be removed(on the right side, the distal end of the coil was seen coming from the right cornua. The rod portion of the coil was grasped and easily removed. The black outer coil portion was more embedded in the cornua, and the distal aspect of this part of the coil was not very exposed. Several attempts were made to remove the remainder of this coil.) Essure removal date provided as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Healthcare provider result: tubes are closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: plaintiff fact sheet received and new event pain were added incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is still embedded') and device breakage ('several attempts were made to remove the remainder of this coil') in a 31-year-old female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst (par tubal cyst rising in mesonephric duct) on (B)(6) 2016, acne in 2013, augmentation mammoplasty in 2011, kidney stones, allergic asthma, perineal pain and gastroesophageal reflux disease. Concomitant products included cyclobenzaprine since 2015, docusate sodium (stool softener), doxycycline (monodox) since 2013, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2011 to 2018, hydroxyzine hydrochloride (hidroxizina) since 2015, ibuprofen, isotretinoin (accutane), isotretinoin (claravis) since 2013, lidocaine (xylocaine), medroxyprogesterone acetate (depo provera) from 2010 to 2011, minocycline hydrochloride (solodyn) since 2013, omeprazole since 2015, propofol, ranitidine hydrochloride (zantac), valaciclovir (valacyclovir) from 2014 to 2015 and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("not able to remove all of essure on the right side"), 5 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with ethinylestradiol;norgestrel (norgestrel/ethinyl estradiol) and surgery (laparoscopic bilateral salpingectomy with removal of tubal cyst (B)(6) 2016). At the time of the report, the embedded device, device breakage and complication of device removal outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage and embedded device to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition there was a part of one of the coils on the right side that was embedded in the cornua of the uterus and not able to be removed(on the right side, the distal end of the coil was seen coming from the right cornua. The rod portion of the coil was grasped and easily removed. The black outer coil portion was more embedded in the cornua, and the distal aspect of this part of the coil was not very exposed. Several attempts were made to remove the remainder of this coil.) Essure removal date provided as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; in april 2011: total bilateral occlusion healthcare provider result: tubes are closed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is still embedded') and device breakage ('several attempts were made to remove the remainder of this coil') in a (B)(6) female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst (par tubal cyst rising in mesonephric duct) on (B)(6) 2016, acne in 2013, augmentation mammoplasty in 2011, kidney stones, allergic asthma, perineal pain and gastroesophageal reflux disease. Concomitant products included cyclobenzaprine since 2015, docusate sodium (stool softener), doxycycline (monodox) since 2013, ethinylestradiol;norgestimate (ortho tri-cyclen lo) from 2011 to 2018, hydroxyzine hydrochloride (hidroxizina) since 2015, ibuprofen, isotretinoin (accutane), isotretinoin (claravis) since 2013, lidocaine (xylocaine), medroxyprogesterone acetate (depo provera) from 2010 to 2011, minocycline hydrochloride (solodyn) since 2013, omeprazole since 2015, propofol, ranitidine hydrochloride (zantac), (B)(6) from 2014 to 2015 and (B)(6). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("not able to remove all of essure on the right side"), 5 years 3 months after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). The patient was treated with ethinylestradiol;norgestrel (norgestrel/ethinyl estradiol) and surgery (laparoscopic bilateral salpingectomy with removal of tubal cyst (B)(6) 2016). At the time of the report, the embedded device, device breakage and complication of device removal outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage and embedded device to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. There was a part of one of the coils on the right side that was embedded in the cornua of the uterus and not able to be removed(on the right side, the distal end of the coil was seen coming from the right cornua. The rod portion of the coil was grasped and easily removed. The black outer coil portion was more embedded in the cornua, and the distal aspect of this part of the coil was not very exposed. Several attempts were made to remove the remainder of this coil.) Essure removal date provided as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Healthcare provider result: tubes are closed. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record received- new reporter, lot number, event "injury" replaced with¿ essure is still embedded¿, events- ¿lower abdomen pain, not able to remove all of essure on the right side, several attempts were made to remove the remainder of this coil¿ medical history,lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.